Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue/debris on the product. Visual observation found the lens missing a piece of haptic and residue on the lens. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -13.0/+1.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved.